Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with a staphylococcus aureus and peritonitis infection. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic on 14/jun/2024 with complaints of abdominal pain, abdominal cramping, and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 412 u/l, neutrophils = 85%) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 2000 mg every 5 days, and fortaz 2000 mg daily for 21 days. The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus on 19/jun/2024, and the patient¿s vancomycin and fortaz were discontinued and replaced with cefazolin 2000 mg daily for 21 days. The patient is recovering from the serious adverse events and continues to undergo ccpd therapy at home utilizing the same liberty select cycler without reported issue. The pdrn attributed causality to a touch contamination event, as the patient reported experiencing difficulty opening the stay-safe-cap packaging and touched the caps¿ threading in the process. Per the pdrn, the events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction. However, the pdrn expressed concern regarding the strength required to open the packaging could lead to similar events given the patient population.